Manufacturer narrative:
The investigation reported that vitros alkp and vitros eco2 reagent packs were manually identified as vitros crea reagent packs by mistake and that a vitros bun reagent pack was manually identified as a vitros tbil reagent pack by mistake. The reagents were loaded on a vitros 350 chemistry system. The assignable cause of the event was determined to be user error. The evidence indicates that the customer manually identified vitros alkp and vitros eco2 reagent packs by using the lot number information from a vitros crea pack and manually identified a vitros bun pack using the lot information from a vitros tbil pack. The vitros 350 chemistry system was operating as intended. The customer stated that their reagent barcode scanner was intermittently not reading the barcodes on the side of the reagent cartridges. The customer indicated that they were manually loading reagent cartridges until they cleaned the reagent barcode scanner. Following the cleaning, the customer loaded microslide cartridges and was able to verify that the correct cartridge and assay was loaded in the supply, indicating the barcode reader was performing as expected. The customer understands that the cause of this event is user error and is aware of orthos recommendations on how to properly manage reagent cartridges. The customer has had no further issues since identifying the discrepancy.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report unexpected results for creatinine (crea) and total bilirubin (tbil) on a vitros 350 chemistry system. The customer indicated that the reagent barcode scanner was intermittently not reading the cartridge barcodes. Due to this, the customer would manually load cartridges onto the analyzer. On (B)(6) 2020, the customer reported that vitros alkp and vitros eco2 reagent packs were manually identified as vitros crea reagent packs by mistake on (B)(6) 2020, and that a vitros bun reagent pack was manually identified as a vitros tbil reagent pack by mistake on (B)(6) 2020. The reagents were loaded on a vitros 350 chemistry system. The loading of incorrect cartridges led to incorrect results to be produced on a reagent besides the intended reagent. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The initial results were reported outside of the laboratory. The customer identified the discrepancy and issued corrected reports for the discrepant results. The customer confirmed no treatment was altered due to the initial results reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).